Manufacturer narrative:
Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion. Device data was sent in for analysis which found the device showed increased power consumption. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. This report will be updated should additional information become available. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Analysis confirmed a high current condition associated with the low voltage capacitors. This high current condition depleted the device battery faster than expected.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion. Device data was sent in for analysis which found the device showed increased power consumption. Device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating this device was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion. Device data was sent in for analysis which found the device showed increased power consumption. Device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating this device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. This report will be updated should additional information become available. The product has been received for analysis. This report will be updated upon completion of analysis.